Manufacturer narrative:
H6: investigation summary: one photo and one sample were received by our quality team for evaluation. The sample was subjected to visual inspection and one black, loose, hair-like, foreign matter was observed inside the unit packaging, outside the needle cover. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis. The results indicate that the spectrum matches reasonably well with that of protein, possible souces include wool, hair, fur, and silk. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the appearance, colour, thickness and length of the foreign matter, the foreign matter is likely hair. Since the sample was returned in sealed packaging, the foreign matter was introduced in the manufacturing facility. The hair likely dropped onto the topweb paper or the bottom web film when it was loaded onto the machine during lot changeover. Another possibility is that this occured during collection and transfer of the assembled product from assembly to primary packaging station. This is most likely due to improper gowning of the hairnet. H3 other text : see h10.

Event description:
It was reported that angiocath plus 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: foreign matter.